Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had an orange and yellow substance leaking from the distal end of the percutaneous lead at the junction of the silastic sleeve and metal connector. The pt received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.